Event description:
Facility called lfs on 01/02 alleging that their one touch profile meter was giving inaccurate readings. Per another person, the following informated was documented: customer had to be taken to the hospital for high blood sugars. Pt was sweaty and dizzy. Meter 70 to lab 439 was compared more than 30 minutes apart. The hospital administered insulin every 4 hours. Customer is using unicheck test strips.